Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.

Event description:
It was reported the during an ankle case, the sutures pulled through the button. The sutures and the button were removed from the patient and another ar-8926ss was used to complete the case.